Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the teflon pad part of the jaw of the harmonic ace instrument was fractured. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fractured white part of jaws/teflon pad was detached from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.